Event description:
Customer's family called to report family member was hospitalized. They stated that pt was admitted in a mild coma and bgs were treated with an injection of glucagon. Troubleshooting was performed. Device had an error alarm. The cause of the hospitalization was not determined.